Manufacturer narrative:
(B)(4) it was reported that error 105 (magnetic sensor error) was being displayed on the carto 3 system .it was also reported that when the replacement catheter was being used during an afib case, the patient coded. The patient did not have a pulse and it was confirmed by the recording system. The patient received CPR and medication and the pulse was restored. The patient was reported to be in stable condition. Catheter # 1 ((B)(4)): the returned device was visually inspected and light brown and clear like material covered the tip section of the catheter. An ft-ir analysis was performed and it was found that the particle has biological composition similar to human tissue. This condition was not reported by the customer. Per the event reported the following test were performed to the catheter: electrical performance, temperature response, generator, deflection, irrigation and carto test. Catheter passed all of them except for irrigation test. Further examination showed that the irrigation tube was occluded and bent. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications except irrigation. However the root cause of the cardiac arrest remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Catheter #2((B)(4)): per the event reported the following test were performed to the catheter: electrical performance, temperature response, generator, deflection, irrigation and carto test. Catheter pass all of them except for carto test, error 105 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a magnetic error has been verified. Management is notified of failure analysis results using monthly complaint trend reporting. In addition, a corrective action has been opened to address and resolve this pcb issues/intermittency.

Manufacturer narrative:
(B)(4). It was reported that a patient, 60 (B)(6), male, underwent an atrial fibrillation (afib) procedure. During the procedure two smart touch bidirectional catheters were used. An error 105 (magnetic sensor error) was displayed on the carto 3 system in the beginning of the case on catheter #1((B)(4)), this issue was resolved by changing the catheter. This issue was assessed as not reportable event. The incidence of magnetic sensor error is easily detectable by the user, the physician will have to troubleshoot, and then exchange the catheter in order to proceed with the procedure. The overall health risk to the patient is low as the most likely harm is an intra-procedural delay. The procedure was continued with a new catheter, catheter # 2 ((B)(4)). Later the patient suffered cardiac arrest which required CPR. The patient left the ep lab intubated, with balloon pump for blood pressure support, therapeutic cooling, and was reported to be in stable condition. A transseptal puncture was performed prior the adverse event. The physician stated that bwi products did not contribute to this adverse event. As described in supplemental report (9673241-2015-00194) sent on may 08, the following investigation was performed: catheter #1((B)(4)): per the event reported, the following test were performed to the catheter: electrical performance, temperature response, generator, deflection, irrigation and carto tests. The catheter was found within specifications for all tests except tests with the carto system. During carto testing, error 105 (a magnetic sensor error) was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, a corrective action has been opened to address and resolve this pcb issues/intermittency. Catheter # 2 ((B)(4)): the returned device was visually inspected upon receipt. Brown and clear material was found that covered the tip of the catheter. This condition was not reported by the customer. An ft-ir (fourier transform infrared spectroscopy) analysis was performed on the material which was found inside the irrigation tube. It was concluded that composition of this material was similar to human blood. Per the event reported, the following tests were performed to the catheter: electrical performance, temperature response, generator, deflection, irrigation and carto test. The catheter was found within specifications for all tests except the irrigation test. Further examination showed that the irrigation tube was occluded and bent. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. As described in response #1, the catheters were returned for product analysis. The magnetic sensor error complaint of the first catheter was confirmed. However, the magnetic sensor error issue did not contribute to this adverse event. The second catheter passed all the tests but irrigation failed due to occlusion. The customer did not complaint of this issue. Bwi has assessed catheter occlusion events as not reportable; it is listed in risk management documents as a low risk, since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It is not believed that product malfunction contributed to this serious injury. A recent series include a worldwide survey of atrial fibrillation ablation that reported an incidence of cardiac tamponade from 1% to 3%. The variability in reported incidence may result from several factors including different ablation energy strategies, routine use of intracardiac ultrasound, operator learning curve and catheter manipulation. The IFU# m-5276-694 states that when using the biosense webster thermocool smarttouch bi-directional navigation catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Based on the facts of the case and the physician¿s assessment, there were no reported malfunction with any of the catheters and systems used during this adverse event. The irrigation issue did not contributed to this adverse event. Thus, this event is unrelated to the device and most likely related to the procedure. Please provide a complete list of all related medical device reporting (MDR) access numbers, as well as the reason for their inclusion in the trend. After reviewing bwi complaints database, there were other 2 cardiac arrest events found. None of these events were related to catheter malfunction and none of the catheters were returned for analysis. Based on available information, there were no cardiac arrest events reported related to catheter malfunction immediately after the procedure, which might suggest that the complication was procedure related and not a malfunction of bwi products. (B)(4) patient consequence: cardiac arrest report #9673241-2014-00373 (no product return/ no reported malfunction) (B)(4) patient consequence: cardiac arrest report #9673241-2014-00387(no product return/ no reported malfunction) please describe any findings and related actions for the potential pc board failure. An uptrend has been detected related to magnetic sensor errors and force issues for the smart touch product family related to a pc board failures. The uptrend was first observed as early as (B)(6) 2014. A corrective action has been opened to address and resolve this issue. The following actions have been included in the CAPA to address further opportunities within the manufacturing processes: improve lead free soldering process in manufacturer lines- in process calibration chamber system (ccs) update (to improve detectability of connectivity mechanism). - in process. Implement covering the vias,(pcb holes that are very close to the solder pads) with solder mask - in process.

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure suffered a cardiac arrest which required CPR and medication. The patient left the ep lab intubated, with balloon pump for blood pressure support, therapeutic cooling, and was reported to be in stable condition. A transseptal puncture was performed prior the adverse event. The physician stated that bwi products did not cause of this adverse event. In addition, error 105 (magnetic sensor error) was displayed on the carto 3 system during the case and this issue resolved by changing the catheter. This issue is not reportable malfunction and it did not contribute to the adverse event.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). The following bwi devices were in use: carto 3 system: (13070), stocker generator: (unknown), pentaray nav catheter: (catalog # and lot # unknown), acunav catheter: (catalog # and lot # unknown), smarttouch catheter: (d132705/17130086m). (B)(4).